Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. 0.0 can be seen when programing a basal due to functional keypad. However, device received with severely scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of the insulin pump were unresponsive and the screen had gone very dark and a bit blurry. Customer's blood glucose level was unknown at the time of incident. Customer stated the insulin pump was neither dropped nor exposed to moisture. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.